Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 01/23/2015. The customer had identified loose tubing on the instrument. The tubing was replaced to resolve the leak, the reported error messages and voteouts. The repairs were verified by the fse per established procedures. (B)(4).

Event description:
The customer reported receiving differential pressure lower failures, no diff results and flow cell clog voteouts on a coulter lh 750 hematology analyzer. The customer tried to troubleshoot, which resulted in the discovery of a fluid leak of approximately 20ml from the instrument. The source of the leak was unknown, and the instrument was considered inoperable until it could be evaluated by service. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.